Event description:
The user reported a complete disconnection of the base of the burette during a total parenteral nutrition (tpn) infusion. From the reported information, there are no indications of serious injury to the patient or user as a result of this incident. No additional information provided.

Manufacturer narrative:
Manufacturer's report date: 05/11/2011. (B)(4). Results - insufficient solvent. The customer's report of burette disconnected from base was confirmed. Minimal residual solvent was visible on the burette chamber. An investigation into the manufacturing process did not reveal anything that would explain the cause of the disconnection. A dimensional evaluation of the components showed that they were within specification. The cause of the disconnection is likely due to insufficient solvent, however, the cause of the insufficient solvent is unknown.